Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest 25 times prior to passing away on (B)(6) 2018. The patient was reportedly sleeping at home at the time of the event. The patient's wife called for paramedics and resuscitation efforts were made. It was reported that the patient was still breathing when paramedics brought the patient into the ambulance, but the ambulance sat in the driveway for an hour trying to resuscitate the patient before transporting him to the hospital. Per review of the downloaded software flag and ECG data, the patient received the first two lifevest shocks at 07:17:17 and 07:17:46 am on (B)(6) 2018. The patient was in vf at the time of both shocks. The shocks were unable to convert the patient's rhythm. A non-lifevest defibrillation shock was visible at 07:18:06 am. The shock was delivered while in vf and the post-shock rhythm remained vf. Lifevest treatment shocks #3 through #14 and 4 additional non-lifevest defibrillation shocks were delivered between 07:18:16 and 07:31:03am. The rhythms at the time of the treatments were obscured by motion and CPR artifact. Between the shocks, periods of the ECG indicated that the patient was in vf around 07:19:43 and in an accelerated idioventricular rhythm at 100 bpm at around 07:23:59 am. At 07:31:39 lifevest treatment shock #15 was delivered while the patient was in an idioventricular rhythm at 70 bpm. The post-shock rhythm was obscured by motion and CPR artifact. 8 seconds later, a 6th non-lifevest defibrillation shock was delivered while the ECG was obscured by motion and CPR artifact. At 07:42:02 the device first alarmed for asystole. The ECG showed asystole with intermittent cardiac activity. Between 07:43:35 and 07:57:29am, the lifevest delivered treatment shocks #16 through #25 while the patient was in asystole with intermittent cardiac activity. Oversensing of the low-amplitude cardiac signal contributed to the false detections. The patient was in asystole at the time that the electrode belt was disconnected at 08:02:26am.